Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, white particles on shell surface and weight measurement in specification. Additional visual analysis identified: cloudy and bubbles on gel (observed after the autoclave cycle). Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No observed issues related to the report event. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: gel bleed, silicone migration further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side gel bleed. Patient reported additional, "hospitalized for stroke" (not device related) and "silicone that now was all over." Device has been explanted.